Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/29/2021, it was reported by facility representative via phone that when the surgeon made the 11th pass with the ar-13995n scorpion multifire needle, the tip of the needle broke. This was discovered during use in a shoulder arthroscopic tendon repair on (B)(6) 2021. An x-ray was taken but the fragment was found in the patient or in the operating room. The case was complete by using a new ar-13995n.